Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted melted amodel on the overmold of the device. No pieces of the overmold appeared to be missing. Functional testing found that the damaged amodel is consistent with a thermal event occurring. Possibly, the device came in contact with another active instrument, or the user inadvertently made contact with a metal when sealing and caused a short. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. No electrical or wiring issues were found. It was reported that the device insulation was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the component was disengaged, jaws was difficult to open and the device was difficult or impossible to close. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device histo ry records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects or insufficient energy deposition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, the jaw could not be opened or closed when the first attempt was made to sealing the patient's tissue. The coating of the tip side had peeled off during the procedure, but it could not be confirmed visually. The device was applied to tissue at the time of the malfunction but was removed normally through the trocar. The issue occurred before attempting to clean and before putting the cutting trigger. No pieces fell into the patient¿s cavity. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.